Event description:
The following has been reported: pump problem error message showing on the screen. A preliminary review of the logs indicated an led failure (secondary green). The device was returned for a secondary green led failure. During initial testing, it was found the pump would give a minor pump problem alarm when a cassette was seated. The pump was reverted to bring-up mode and during testing the green led would illuminate during tests that ought not turn it on. The som was replaced and the issue was resolved, and the green led only illuminated when it should. It was also found the pump failed dsps calibration testing. Reporting as a conservative measure for the dsps sensor. No adverse effects were reported.